Event description:
It was reported that a visions pv .035 catheter was used in an emergency therapeutic peripheral procedure. During use, the catheter was recognized by the ivus system but immediately disconnected. The system was restarted twice; however, the problem remained. The procedure was completed with a different device. No patient injury reported. This product problem is being reported because the catheter could not be used during an emergent procedure, resulting in a potential for harm due to the delay of treatment.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks e1 & g2: country is brazil. Blocks h3 & h6: the visions catheter was discarded; thus, no product evaluation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.